Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that when he checked the alarm history, he could see that he had a low blood glucose level around 50 mg/dl but was never notified. The insulin pump alarmed no delivery. Only 0.3 units of the scheduled dose was delivered. The device was not returned.